Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and five months later, patient presented with the complaints of nausea and abdominal pain. A computed tomography of kidney, ureter and bladder was performed which showed infra renal inferior vena cava filter was noted. The filter prongs projecting outside the lumen of the inferior vena cava possibly accounting for right sided flank pain. After three months, patient presented for filter retrieval procedure. Through the right internal jugular vein approach, a wire was passed down to the distal inferior vena cava. A cavogram was performed which showed no thrombus within the inferior vena cava filter. A gooseneck snare was then used to try and grasp the top of the filter and was not successful. We accessed the right femoral vein and placed a sheath. We tried to balloon the filter off the wall and snare it, but again this was not successful. We felt that open removal would be required. A venogram was obtained which demonstrated no extravasation. After eleven days, patient was planned for open retrieval of filter procedure. A midline incision from the xiphoid to the pubis was made and the colon was mobilized as was the duodenum to visualize the inferior vena cava. Then dissected out the entire infra renal inferior vena cava and ligated all the lumbar veins. We identified the filter legs which were outside the inferior vena cava, and these were removed from the adjacent structures and clipped off with wire cutters. After extracting a filter leg from the duodenum, we placed a lambert stitch. Then clamped the inferior vena cava above and below the filter and opened the cava. The filter was removed completely, although we had to remove it in pieces with the wire cutter as the legs and tip were dug into the wall. Repaired the cavotomy with sutures and hemostasis was achieved. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 11/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device was removed via an open chest procedure after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.